Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the probe was firing at 100% laser power, bow tie effect with blue pixels was noted. The user continued the ablation with the blue pixels. It was noted that these blue pixels appeared at every stage of the ablation, even when the user let off the foot pedal. There were no patient complications reported in relation to this event.